Event description:
It was reported that the patient presented prior to the procedure. Upon device interrogation, it was noted that the implanted right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.